Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure and prior to insertion into the body, the gray insulation on the clamp of the vasoview hemopro endoscopic vessel harvesting system was chipped and missing. A new kit was used to complete the procedure. There were no pt effects reported. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. Internal file number - (B)(4).